Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product needed at this time. Complaint resolved by training during the time of the call. Product is working as designed. Most likely underlying root cause: mlc-68-user did not insert code key test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. . Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for code (----) eci meter. The meter read code (----) as soon as the test strip was inserted. The code chip matched the test strip. Customer did not have a new vial of test strips. During the call on (B)(6) 2018, a blood test was performed by the customer fasting after reinserting the code chip and produced test result of 89 mg/dl using truetrack meter. The customer's expected fasting blood glucose test result range was undisclosed. At the time of the call the customer reported feeling shaky; medical attention was not needed at the time of the call. The product storage was undisclosed. The test strip lot manufacturer's expiration date is 03/31/2019 and open vial date was undisclosed. The meter memory was not reviewed for previous test result history. Complaint resolved during the call.